Event description:
Pt had a right external iliac 100% total occlusion. Using rcfa as access, a flowcardia crosser was first used w/o crossing the true lumen. Attempts to crossing using an outback catheter were complicated by a sheared tip of the wire which became embedded in vessel wall and could not be retrieved. Wire remaining was removed. Retained wire tip (which was left as retained foreign body) was covered with stent intended for total occlusion. There were no further complications. The final residual stenosis following successful pta/stent was 20%.